Event description:
It was observed during the device inspection the gastrointestinal videoscope exhibited foreign objects inside the nozzle, bending section cover, universal cord, and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that the unspecified foreign material on bending section cover and the tube of the insertion section occurred because reprocessing was not performed in accordance with instructions for use. Additionally, there was damage to the insertion section where the foreign material was found. As to the unspecified foreign material in the nozzle of the distal end , the cause of the material remaining could not be determined as the reprocessing steps for this particular area were unknown and the area was free from deformation. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.